Event description:
Patient with delirium/confusion was able to turn off the bed alarm and wheel lock accidentally by pushing buttons on the handrails while wrapping fingers around the edge of the rail (buttons are on the outside of the rail). Prior to the event, staff noted that the pt was in bed with gripper socks on and bed alarm set. The patient was able to get out of bed without the bed alarm sounding. Patient was found on the floor with the bed wheels unlocked and pushed across the room diagonally. The event highlights that patients can inadvertently push the correct sequence (head raise and flashing lock buttons) to turn off the alarm and bed wheel lock. Although unlikely to occur, this design has prompted the hospital to create workarounds to prevent inadvertent button pushes by patients with delirium/confusion.